Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a type ii endoleak in the iliolumbar artery using ruby coils. It was noted that the patient's anatomy was tortuous. During the procedure, the physician deployed and detached the initial ruby coils in the target vessel using a lantern delivery microcatheter (lantern) and a non-penumbra sheath. While attempting to advance a new ruby coil through the lantern, the ruby coil unintentionally detached. Therefore, the physician removed the sheath and detached coil together. The procedure was ended at this point and no other coil was placed. It should be noted that there was no noted damage to the lantern after removal. Additionally, there was no report of an adverse effect to the patient.